Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not indicated whether the device will be returned to zimmer biomet for evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary fracture shoulder hemi-arthroplasty procedure, while attempting to insert the positioning sleeve with the inserter, the plastic sleeve fractured into pieces. Most, but not all of the pieces were recovered from the patient. The procedure was completed successfully without use of the sleeve. No additional patient consequences were reported.